Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during the initial functional testing and archive review. The root cause for the ua45 error message was due to the driveshaft not being at home position which is likely attributed to user error. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Unrelated to the reported complaint, noticed that the head restraint wire was intentionally cut during the visual inspection, as indicated by a clean even cut. Missing head restraint does not render the autopulse platform non-functional. Root cause was likely attributed to mishandling. The top cover needs to be replaced to address the cut head restraint wire. In addition, unrelated to the reported complaint, observed sticky clutch plate likely attributed to normal wear and tear. The autopulse platform was manufactured in 02 october 2007 and is 12 years old, well beyond the expected service life of 5 years. During archive data review, multiple ua 45 error messages were observed. During functional testing, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" upon powering on. The root cause for the ua45 error message was due to the driveshaft not being at home position. Using the administrative menu, the driveshaft was readjusted back to home position. After clearing the ua45 error message, the autopulse platform performed compressions without any fault or error using lrtf (large resuscitation test fixture). Historical records were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user replace the lifeband, but was unable to clear the error message. No patient involvement.